Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual acuity at all distances and the best corrected visual acuity was inadequate for activities of daily living. The iol was exchanged five weeks following the initial implant procedure. Additional information was provided indicating that the iol was exchanged for a different lens model and a half a diopter difference of power.